Event description:
It was reported that there was no performance. At implantation, the electrode was inserted only partially. A post-op CT scan showed that only one or two electrodes are inside the cochlea. Testing showed the device normally working with full function. The pt was reimplanted on (B)(6), 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.